Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 2 instances of display issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 38 allegations of a malfunction, 22 pumps were returned to animas and investigated. Of the investigated pumps, 11 were found to be malfunctioning due to a dim and discolored display. During investigation for unrelated complaints, there were 17 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 38 malfunction events. A review of the events indicated that the one touch ping model pump experienced a display issue. These reports were received from various sources. The patients associated with this allegation ranged from 8-74 years of age and between 22 and 250 pounds. Of the reported patients, 15 were male, 12 were female, and 11 were unknown.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there were 2 instances of a display issue failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.